Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced an increase in pain and spasticity following a CT scan. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.